Event description:
It was reported that the insulin pump has rusted or corroded. Blood glucose reading was 200 mg/dl nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, minor scratches son the display window, cracked display window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. No moisture damage was noted on the motor or electronic assembly during the visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).